Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen from the tubing during fill tubing. Reportedly, the luer lock was no seated properly. The customer adjusted the tubing to properly connect the luer lock connection. The customer resumed fill tubing, drips were seen from the tubing, and insulin delivery was resumed. There was no impact to the customer's blood glucose level.